Event description:
It was reported that the ilet user experienced nocturnal hypoglycemia to 56 mg/dl, self-treated with two oral glucose gel packs, and subsequently had hyperglycemia reaching 221 mg/dl. The event was attributed to user overtreatment of hypoglycemia, which constitutes an improper or incorrect procedure, and no device component issue was applicable. Symptoms included feeling warm during both the hypoglycemic and hyperglycemic episodes. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.